Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and the subsequent treatment appear to be related to circumstances of the procedure. The guide likely broke during insertion due to a likely interaction with anatomy noted in the difficulty to advance. The broke guide would misalign the foot to the needles inducing the observed failure to cycle (needle to cuff miss) of the posterior cuff. When the plunger was pulled the resistance created due to the posterior cuff still in the foot pocket causing disengagement of the anterior needle from the anterior cuff deforming and separation cuff tabs. The separation of the guide from the break could occur during needle deployment, during plunger removal, during foot closure, or during device removal. With the guide separated entrapment would result. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: returned device analysis found one of the anterior cuff tabs was separated. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a watchman interventional procedure. Reportedly, resistance was felt while advancing the perclose prostyle into the anatomy and the distal guide separated. A snare was used to retrieve the separated guide. The sheath was upsized to a 12f sheath and the watchman procedure was completed. An additional non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.